Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. The patient states the evening prior, her blood glucose was 79 mg/dl. At 01:00 am in the next day, her blood glucose was >500 gm/dl, and she began vomiting. In the afternoon, she went to the ER. She was admitted to the hospital with a blood glucose >500 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, and device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.